Event description:
A user facility reported that physician was using the lma in a patient when it would not remain inflated. Customer removed and inspected the lma and found that there was a hole in the cuff. The lma was replaced with another lma. There was no patient injury or problem. The user facility will return the lma and the device will undergo investigation. Once the investigation is completed a supplemental MDR will be filed.